Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of video connector not being able to connect was confirmed. Based on the results of the investigation, it was presumed that the video connector could not connect due to accumulated dust on the video connector. The root cause could not be specified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center had excessive amount of dust and foreign material present inside the video connector possible to affect its functionality, hence it needs receptacle board replacement. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.